Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic and the ventricular lead exhibited a loss of capture. The physician elected to turn off the lead. On (B)(6) the patient presented for another follow up and the physician elected to activate the lead function again. The patient would continue to be monitored.